Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on anterior and red particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior, striated opening on anterior, wear abrasion and crease fold. Base on the device analysis the final assessment is: a pattern of crease sharp on anterior side of opening shell assessed as fold flaw opening. A striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Device patch with lot number 2283068. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.